Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump's battery life was shorter than expected with multiple batteries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On (B)(6) 2015, the reporter contacted animas and alleged that the display screen was blank. The pump was returned and evaluated prior to this complaint on 04/21/2015 with the following findings related to the complaint: a review of the pump black box data revealed multiple cs 054 call service alarms, which may cause the display screen to be blank for several minutes. During testing, the pump powered on properly and displayed the verify screen; the complaint was not duplicated. Evidence of the complaint was found in the black box data; however, the complaint was not duplicated.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/21/2015 with the following findings: the pump powered on normally and current draws were within required specifications. The pump successfully completed a rewind, load, and prime sequence and a 24 hour exercise test with no issues occurring. A review of the black box indicated that partially discharged batteries had been installed into the pump. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed the following: the display screen was dim and discolored, the coin slot on the top of the battery cap was damaged, the battery compartment was cracked, and there was evidence of moisture contamination inside the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.